Event description:
Reading low numbers and giving inaccurate readings. (B)(6) replaced the meter for their customer.

Manufacturer narrative:
Changed from no selection to "product problem".

Event description:
Reading low numbers and giving inaccurate readings. (B)(4) replaced the meter for their customer.